Event description:
It was reported that a transesophageal echocardiogram (tee) showed the patient had endocarditis and vegetation on leads. Blood cultures were positive with enterococcus. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.